Manufacturer narrative:
A patient had their system explanted due to a systemic infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported patient's system was explanted at an unknown time due to a systemic infection. The infection site was unknown.

Event description:
It was reported that patient had their system explanted at an unknown time due to unknown reason.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information but were not successful.